Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 15mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the lesion . However, upon the first inflation, the balloon ruptured at 14 atmospheres at a duration of 30 seconds. The device was removed without any segment detached inside the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).